Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the powerport m.r.I. Isp. Post the procedure on (B)(6) 2026, during a fluoroscopic assessment, the catheter was allegedly fractured, the port chamber was observed to be in the correct position. Only a short segment of the catheter was visible at the cervical level, while the distal portion was located in the cardiac position between the right atrium and the coronary sinus, resulting in surgical removal. Reportedly, the catheter was removed. The current status of the patient was unknown.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.